Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and died four days post implant of the leadless pacemaker. Post mortem interrogation of the device noted normal device function from time of implant until the day prior to the death. High thresholds were observed on the date of death. The cause of death was reported to be unknown.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up indicated the high thresholds were believed to be post mortem. The autopsy results determined the cause of death was likely due to myocardial infarction.